Manufacturer narrative:
Additional information received on 5/23/2019 indicated the initial complaint was for the left side. Therefore, the complaint device is a mentor memorygel breast implant 400cc gel breast implant, catalog # 3507400bc, s/n (B)(4), lot # 5534844. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 400cc gel breast implant, catalog # 3507400bc, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 350cc and experienced rupture on the right breast implant. An MRI confirmed the right side rupture. As a result, the patient underwent removal of the implant on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured and received incomplete. Crease was found in the edges of the tear. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/28/2019 indicated the patient underwent removal and replacement with mentor memorygel breast implants, catalog number 3507405mc, serial numbers (B)(4) and (B)(4). Manufacturer¿s reference number: (B)(4).